Manufacturer narrative:
The reason for the breakage was a clear application failure by the customer. The bags were filled with a higher volume than clearly indicated in the product information sheet. An overfilling results in mechanical stress to the bag that can easily lead to a breakage. This was the first complaint with this failure description for this lot. This one complaint refers to 4 bags. Complaint rate (B)(4).

Event description:
The customer complains four cracked freezing bags 50 of lot 6170829012. The freezing bags were cracked at the fold line from bag and label area. The loaded volume was over 30 ml while the product information sheet states a recommended filling volume of 10-20 ml. No overwrap bag was used. Due to the loss of material a second treatment, that might be necessary under certain circumstances, would not be possible.